Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not complete the boot-up sequence. There was no patient use associated with the reported failure.